Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings. Also found cannula split from tubing.

Event description:
The customer reported via phone call that she received calibration errors and sensor errors during insertion. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for sensor and customer was advised on proper insertion techniques. The customer was advised that the device would be replaced and to return the product for analysis.